Manufacturer narrative:
Investigation included a review of available device data and user report. Investigation of this case revealed dosing interruption due to depletion of insulin and unclear contribution of other factors. It was concluded that the event involved hyperglycemia with an unclear cause beyond the confirmed insulin runout, and that the device functioned as designed by ceasing delivery when insulin was unavailable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with device data indicating a high glucose value of 401 mg/dl and an episode where the ilet stopped dosing after the reservoir ran out of insulin; the user removed the device and later reattached tubing, and used subcutaneous insulin as backup therapy. Symptoms included high blood glucose. Outcomes included the need for user education and troubleshooting, with guidance to contact support and to inform the care team during follow-up.